Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4: the device expiration date was unknown in the initial report. The date of expiration has been updated accordingly. H4: the device manufacture date was reported as unknown in the initial report. Please note that the date of manufacture has been updated accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
Report 2 of 3 for (B)(4). It was reported that during an unspecified surgical procedure, the vapr p50 w/ hand controls device generated sparks. According to the reporter, changed to another two devices to continue the surgery and the same problem happened again. Another like device was used to complete the procedure. There was no delay in the procedure reported. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: visual inspection of the returned device found that the device comes in used condition. The cable connector and pins were in good condition. Manufacturing investigation result for vapr s90 w/ hand controls: the device was not received in its original packaging. The distal tip is in used condition, damage on the manifold. Crack on the ceramic. The handle was in used condition, no misuse. Cable and plug assembly are in good condition. The device failed the hipot active - return parameter. Functional checks using generator: the ablate-activation failed. As well as the coagulation-activation. During testing at atl UK, we were able to confirm a fault with the device. The complaint device failed both electrical (hipot active-return) and functional (output short displayed) testing. Based on the evidence of the damaged section of the manifold seen for the returned electrode, the likely cause of this failure is shorting at distal tip. The failure mode seen is consistent with previous s90 hand-switching/one piece lps electrodes which exhibit similar failure modes including output shorting, manifold melting, sparking and arcing during a surgical procedure and have been further investigated through CAPA. The overall complaint was confirmed as the observed condition of the vapr s90 w/ hand controls would contribute to the complained device issue. Based on the investigation findings, the potential root cause is traced to device design. This product issue was identified during the investigation by the supplier. This product issue will be addressed through the supplier quality system. J&j medtech orthopaedics will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance. Device history review: a manufacturing record evaluation was performed for the finished device number, and no non-conformances were identified.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.